Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the white foreign material was residing in the air/water cylinder and channel. The material may not have been removed because the user possibly could not perform reprocessing properly due to leakage from the grip and forceps elevator, and the foreign material found inside the light guide lens was determined to be a stain that could not be removed by reprocessing, as the area was not the external surface of the device. It was presumed that the light guide lens glue was peeled off due to physical stress, such as hitting or dropping the distal end, chemical stress by chemical solutions, or similar factors. Subsequently, humidity invaded the light guide lens, causing corrosion. However, the definitive root cause could not be determined. The foreign material residing in the air/water channel and cylinder can be detected and prevented by following the instructions for use which state: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The foreign material residing inside the light guide lens can be detected by following the instructions for use which state: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign materials on the air/water tube, air/water cylinder and inside of the light guide lense. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.